Event description:
It was reported the patient experienced stimulation in the wrong location. The patient's dbs device was not working on the left side. The patient was seen in the clinic. Some contacts on one of the leads showed very high impedance indicating there may be a break in one or more of the wires. The hcp and representative reprogrammed the patient avoiding the contacts that showed a possible malfunction. The patient's symptoms were much improved. The patent was going to return to the hcp in three weeks to review the status of their symptoms.

Manufacturer narrative:
(B)(4).